Event description:
Determined to be reportable based on analysis approved on (B)(6) 2010. It was reported that during an unspecified procedure the physician was unable to pull negative pressure with the 7.0mmx30mm/135cm sterling balloon. The lesion being treated was located in the right inner carotid artery. After the guide catheter was delivered to the target lesion, angiography was performed to identify the target lesion. The physician used a guide wire with a microcatheter. The microcatheter was retrieved and the physician used 5ml syringe to check the balloon. The balloon would not pull negative pressure. No patient complications were reported and the patient's status is stable. Device analysis found a pinhole in the balloon.

Manufacturer narrative:
(B)(4). The balloon was loosely folded. The balloon was inspected under magnification to locate the balloon damage. A pinhole was confirmed in the balloon wall located approximately 25 mm from tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).